Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicm5_13.2 implantable collamer lens, -13.00 diopter, in the patient's left eye (os) on (B)(6) 2017. The patient experienced refractive surprise. On (B)(6) 2017 the lens was exchanged for the same size and different power, the problem was resolved. As of the day of MDR submission the lens has been returned, but not yet evaluated.

Manufacturer narrative:
Device evaluation: lens was returned in liquid in a lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic broken and fibers on the lens surface. Dimensional and functional inspections found the lens within specifications. (B)(4).